Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple intermittent temperature alarms while the pump was charging. The pump was not within abnormal temperature conditions. The customer's blood glucose level was 70 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.